Manufacturer narrative:
The following fields have been updated with additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 17-jan-2024. Investigation summary: bd received 13 samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Fm was embedded inside the tube wall. The 13 customer samples were subjected to a visual inspection for embedded fm. 13 of 13 customer samples failed. Therefore, bd is able to duplicate the customers reported defect based on customer sample and photo analysis. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of embedded fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, there were black dots seen on the walls of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Fm was embedded inside the tube wall. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of embedded fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, there were black dots seen on the walls of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.